Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the device not working properly was lead migration causing rib stimulation. The patient was referred to a surgeon for paddle lead placement after the removal of the current leads. The device not working properly was not resolved. The patient was never offered authorization for the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that back in 2013-2014 the ins got shut off because the device wasn't working properly. The consumer reported that the patient now had blockages in the intestines and needed an MRI, however the facility wouldn't do an MRI unless the battery was working again. Overdischarge was reviewed and what needed to be done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.